Manufacturer narrative:
(B)(4) bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released inside the patient. The procedure was completed with the same speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device for analysis with residue present indicating use or handling. A visual examination of the ligator head found two bands present and in proper position. Five bands were deployed and were not returned. The ligator teeth were undamaged and the suture was unbroken and attached to both the trip wire loop and head. It was noted that the trip wire had been cut. The trip wire and the suture were wrapped around the handle assembly with the ligator head placed onto the handle stem. An examination of the handle showed that the tripwire was not secured upon receipt for evaluation; however, the handle slot presented a slight evidence of prior attempt to secure the trip wire. The edge of handle assembly post was dented. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the teeth, however, it cannot be confirmed that the trip wire was not secured properly during use. Therefore, the most probable root cause could not be determined at this time. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on march 21, 2016 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released inside the patient. The procedure was completed with the same speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.